Event description:
Philips received information from the customer that as the system was moving, the patient's feet got caught beneath detector two. The system motion halted when it did not reach it's destination and took itself out of calibration and stopped in a controlled fashion. The operator unlocked the imaging couch to remove the patient from the system when the system went out of calibration. As a result of the reported event occurring at the customer site, the patient received medical attention. The patient did not receive their cardiac spect-CT scan that day of the reported event but did receive the exam at anther site. Information was received that the patient did not experience any no broken bones, but some bruising. The patient suffers from arthritis in his feet so it was very painful. No other patient information was reported.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).